Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level as high as 507 mg/dl. The bg level was addressed with a manual injection. Reportedly, the tubing had already been changed. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.